Event description:
Attorney advised the plaintiff underwent surgery to repair a fracture of his lower right femur on (B)(6) 2009 and an unk synthes device was implanted. The plaintiff developed pain post implant and an x-ray taken on an unk date revealed the device had broken. The plaintiff allegedly has worsening pain. It is unk if the implant has been removed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.